Event description:
We have been informed that when performing a vitrectomy the surgeon noticed the eye was getting soft and noticed that the high flow infusion line had disconnected from the trocar. Although the surgeon reattached the line, it continued to disconnect. Surgery could continue using another pack. No report that actual patient harm occurred or surgical procedure was prolonged / delayed.

Manufacturer narrative:
In regard to this incident, no product was returned. Review of production documentation revealed no issues during production and no similar complaints were reported for the reported batch. Without the physical inspection of the product it is impossible to determine any manufacturing related failure. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The review of production documentation did not reveal any anomalies, and no similar complaints were reported for this specific lot prior or since this complaint. Since the involved product was not received for investigation, no physical examination and testing could be performed to confirm any product failure and to determine its cause. It should be noted that there are various factors that may cause functionality issues; however, none can be confirmed without a rigorous investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined by taking the number of received reports with failure mode as reported ia-infuse cannula-disconnect and ia-inf-use-with-cannula, and the number of trocars distributed within defined time periods (including the number of trocars, and packs and kits containing them). The complaint that is the subject of the report is included in the table above.

Event description:
We have been informed that when performing a vitrectomy the surgeon noticed the eye was getting soft and noticed that the high flow infusion line had disconnected from the trocar. Although the surgeon reattached the line, it continued to disconnect. Surgery could continue using another pack. No report that actual patient harm occurred or surgical procedure was prolonged / delayed.